Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD), implantable transvenous defibrillation lead, and implantable transvenous atrial pacing lead had twiddler's syndrome. No adverse patient effects have been reported.